Manufacturer narrative:
Our field service engineer investigated the device on-site and confirmed the reported issue. During troubleshooting, it was determined that the o2 gas module and the pneumatic back-plane printed circuit board (pcb) were the cause of the issue, and they were therefore replaced. After replacement, the device passed all functional, safety, and calibration tests and was returned to the customer for clinical use. No device logs were provided, hence a proper device log analysis could not be performed. The gas supply test during the pre-use check verifies that the air is connected using a gas flush. The test then continues by checking the gas supply pressures for air and o2 using the internal gas supply pressure transducers to ensure the measured pressures are within specified ranges. Finally, the test checks that the measured gas supply pressure varies less than 20mbar between the two subsystems, monitoring and breathing. The pneumatic back-plane pcb is an interconnecting board with connections for the gas modules as well as cable connectors for the safety valve and the o2 sensor. The o2 gas module regulates the inspiratory gas flow and gas mixture. A faulty o2 gas module may lead to stop of ventilation, low o2 or high pressure. The gas modules and their pressure transducers are directly connected with the pneumatic back-plane pcb. Any malfunction of the pcb can influence communication with the gas modules, which may lead to the reported gas supply test failure. The o2 gas module was returned for further investigation. The o2 gas module was placed into a reference ventilator for simulated use testing. During this testing, the device successfully passed the pre-use check. After passing, ventilation was performed successfully for 24 hours without generating any alarms or error. After the ventilation period, several pre-use check were performed, all of which passed. The conclusion is that the device failed to meet its specifications during the reported event. The o2 gas module was the only part returned for further investigation, so no inspection of the pneumatic backplane pcb could be performed, making it impossible to determined whether the pcb was the cause of the failed gas supply test. No device logs were provided, preventing further study of the reported event. Although the o2 gas module was returned, no problems could be reproduced at the manufacturing site. Due to the lack of device logs and the absence of issues found with the returned o2 gas module at the manufacturing site, no definite probable cause can be established for the reported issue at this moment.

Event description:
Manufacturer's ref: (B)(4).

Event description:
It was reported that the ventilator failed gas supply test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.